Manufacturer narrative:
The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated and a fracture on the anterior side of the post feature. Fragment was not returned. Gouges and dents were noted indicative of multiple uses. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert (87-6203-991-23, rev. -), instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and if surgical technique was followed is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the instrument was fractured. Attempts have been made and additional information on the reported event is unavailable.